Event description:
It was reported by the physician that he has a vns pt who has been experiencing "problems with gastroparesis". The physician noted that "some of the gi specialists who have seen her have wondered if it is a result of the vns". Good faith attempts to obtain additional info from the treating physician, including the pt identifying info, have been made, but no additional info has been received to date.